Event description:
Reporter is rn whose father is a diabetic. While preparing to draw off insulin, she pulled off the cap and the needle came out. The needle remains stuck inside the cap. Has saved device for eval.